Manufacturer narrative:
(B)(4). Method: the complaint rt235 infant dual-heated evaqua breathing circuit was returned to fph in (B)(4) for inspection. A bent pin test was performed to see if the circuits could be connected to a heater wire adaptor. Results: a heater wire adaptor could not be fully connected to the heater wire socket in the expiratory tube. One of the expiratory heater wire pins was bent, preventing the adaptor from connecting to the heater wire socket. No fault was found with the heater wire pins in the inspiratory tube. A lot check revealed no other complaints of this nature for lot number 120521. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to damage the heater wire pins during use, for example, if the heater wire adaptor is inserted into the heater wire plug on an angle. For bent or split pins reported to us by health care facilities, it is impossible for us to determine whether the pins were damaged during transport or by the end user. (B)(4).

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt235 infant dual-heated evaqua breathing circuit could not be connected to the heater wire adaptor. It was further reported that a heater wire pin in the expiratory tube was bent. This was observed before patient use.